Event description:
Customer states during use a pt family heard some abnormal respiratory sound and conducted inspection of the cuff. The customer reported that it was difficult to deflate the customer. The customer confirmed that extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.